Event description:
It was reported that the patient presented in-clinic for an initial implant procedure. During the procedure it was noted that the right- atrial (ra) lead exhibited loss of capture and failed to sense. As a resolution the ra lead was not implanted on (B)(6) 2025. The patient condition was stable.

Manufacturer narrative:
The reported events of failure to capture and failure to sense were not confirmed. A complete lead was returned in one piece. Electrical testing, visual and x-ray examinations did not find any anomalies.